Event description:
Distributor reported ultrasound findings of "oval nodule", "left implant rupture, with multiple linear images and echogenic content", and "in the axilla there are several silicones". Physician confirmed rupture. This is for the left side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "left implant rupture, with multiple linear images and echogenic content" and "in the axilla there are several silicones."